Event description:
Hill-rom received a report from a hill-rom tech stating the head of the bed raised without any user input. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the hand pendant to be the issue. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech removed the pendant and ordered a new pendant to resolve the issue. Based on this info, no further action is required.